Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with possible multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "...the needle of suture sxpp2b405 popped-off again during closure on (B)(6) 2025..." ¿ did the reported alleged deficiency occur over the same patient procedure? *if yes, - how many devices demonstrated the reported alleged deficiency? - were there patient consequences? If yes, please explain. - lot number? - please confirm if a credit or replacement is needed. *if credit is needed: - please provide the purchase order. *if replacement is needed: - to whom should the replacement be sent? Please provide the contact name, department, street address (including zip code), email address, and phone number. Please do not use a p.o. Box. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). *if this occurred in multiple procedures, - please confirm the number of patients affected by the alleged deficiency. - have any of these events been previously reported to ethicon? If yes, provide the respective reference number(s). - please create a new pc file for each patient/event.

Event description:
It was reported that a patient underwent an ortho - joint procedure on (B)(6) 2025 and a barbed suture was used. During the procedure, the needle of suture popped-off upon closure. The surgeon had to open an additional suture to complete closure. Surgical delay unknown. There were no adverse patient consequences reported, additional information was requested.